Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were able to charge their ins but they now feel like they are having to charge their ins more frequently. No symptoms were reported.